Manufacturer narrative:
It was reported that pre-operatively a screw was found missing on a cannula adaptor. This screw is supposed to tighten the cannula and prevent it to fall during its use. This surgery was the first surgery of the device bs18024.in an email, the distributor said that this part was not checked properly at delivery. So it cannot be determined when this screw was lost or if the screw was never sent to the customer. There is no document available to confirm that the cannula adaptor was sent with the screw according to quality team.

Manufacturer narrative:
The device rosa one bs18024 is not FDA approved, but it is similar to the device (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
Pre-operatively, it was noticed that the fixation screw of the cannula adaptor was missing. The surgeon proceeded to perform surgery without the fixation screw.